Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The blood glucose reading at the time of hospitalization was not reported. It was reported that at the time of the event, the auto off feature in the insulin pump had been turned on for thirteen hours. Troubleshooting was performed and the programming was accurate. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.